Event description:
Prior to essure implantation, I was a healthy (B)(6) female active in gardening and hiking and in my career as a nurse, working 10 hr shifts without difficulty and still able to take care my family at the end of the work day. Since essure, my health has declined. Within 6 months of implantation of essure, I had developed heartburn, reflux, and abdominal bloating and pressure. Over the course of one month in (B)(6) 2006, in started experiencing pain in both my legs, severe abdominal bloating and pressure, constipation and gas. Severe fatigue, short term memory loss, difficulty concentrating, unexplained weight gain. These symptoms have continued over the last 10 years as well as the onset of belching, a taste of metal in my mouth, hair breaking and falling out, a rash on my left flank that comes and goes. Receding gums, fractured teeth, cavities, blurry vision, cold intolerance tongue tied. Pain in legs, ankles, bottom of feet, hips, back, pelvis, groins, arms, and fingers. Vaginosis, painful menses, mentrual blood clots and spotting. Occasional painful intercourse, frequent and urgent urination. Severe pelvic pressure, and fluid retention in legs and hands, and weigh gain, which fluctuates, of 30 - 40 pounds, despite diet and exercise. I continue to see my pcp and specialist for my symptoms, which have not resolved with otc medications and prescriptions and treatment through out the last 10 years. I am unable to tolerate sitting or standing for longer than 30 minutes without severe pain in my legs, back, and pelvis. The abdominal bloating has given me low self esteem, and makes exercise and eating extremely uncomfortable. The fatigue makes daily activities difficult to accomplish. My quality of life and ability to care for my family at full capacity has been greatly impacted. At this time, the essure are still implanted. I currently take linzess for constipation and bloating without relief and nexium for heartburn and reflux with some relief. Over the past ten yrs, I have been prescribed, but no longer take, the following medications with temporary or no relief of symptoms: prescription strength vitamin d, amitiza, nortryptiline, antibiotic, dicyclomine, diclofenac, bentyl, celebrex, spironolactone, vaginal cream. I currently take a multivitamin for women which contains vitamin d, vitamin b12, aleve as needed for pain, magnesium citrate for constipation, glycerin suppositories for severe constipation. Over the past ten years, I have tried, but no longer take, the following over-the-counter medications with temporary or no relief of symptoms: aleve, tylenol, advil, motrin, midol, lactaid, digestive aid, heather's for ibs, famotidine, ranitidine, mylanta, pepto bismol, maalox, metamucil, citrucel, gas-ex, probiotics, gen-gay and other arthritis rubs.